Manufacturer narrative:
Method: complaint history review; risk assessment; results: manufacturing records could not be reviewed because no lot was provided and the parts remain implanted. Conclusion: the probable root cause is not determined.

Event description:
It was reported that; patient makes a screeching noise when turning head. Update: additional information received from sales rep, indicated is unknown if patient fused or of planned revision, the patient is in no pain at this time.

Event description:
It was reported that; patient makes a screeching noise when turning head. Update: additional information received from sales rep, indicated is unknown if patient fused or of planned revision, the patient is in no pain at this time.